Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm and weak battery alarm. The customer was hospitalized not due to the insulin pump. Troubleshooting was completed for weak battery alarm and no delivery alarm. The customer was advised to change the infusion system. The insulin pump will not be returned for analysis.